Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Evaluation of the fracture face indicated that the screw failed due to metal fatigue. The adjacent non-fusion could have contributed to dynamic loading at the distal end of the construct, leading to screw fracture. Further investigation revealed that the contralateral rod was disassociated from the distal screw. It could not be determined if the rod disassociated prior to, or following, the screw breakage. The rod and the screw have not been removed.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a fractured screw was discovered in post-op x-ray. The patient was revised on (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(4) 2017 it was reported to k2m, inc. That a fractured screw was discovered in post-op x-ray. The patient was revised on (B)(6) 2017.